Manufacturer narrative:
Complaint conclusion: as reported, there was no presence of tamping tube of a 5f mynxgrip vascular closure device (vcd) during advancement. The inner tube came out of the device as they were removing it from groin and sealant never deployed. There was no reported patient injury. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The advancer tube was on the catheter shaft, and the sealant was observed to be covering the balloon as received. The syringe and the procedural sheath were not returned. The device was inspected for damages that may have contributed to the reported event and no visual damages or anomalies were observed. Per functional analysis, the advancer tube was manually retracted and found properly engaged to the proximal tamp lock as received, which matched the intended use. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the length of the advancer tube and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, visual inspection under high magnification showed no damage to the tamp locks that may have prevented the advancer tube from engaging during the procedure. A product history record (phr) review of lot f2033602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy advancer tube¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information and the analysis of the returned device procedural factors such as incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, deploy sealant: detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the device is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no presence of tamping tube of a 5f mynxgrip vascular closure device (vcd) during advancement. The inner tube came out of the device as they were removing it from groin and sealant never deployed. There was no reported patient injury. The device will be returned for evaluation.